Event description:
It was reported that about thirty minutes after the spinal cord stimulation (scs) implant procedure, the patient experienced left sided paralysis from the hip down and additional pain up to the stomach. During the implant, the leads were inserted at the t12 and l1 vertebrae and the tips of the leads were positioned at t7. A magnetic resonance imaging (MRI) scan did not show any notable issues. The physician did not believe the paralysis was device or procedure related. However, all components were explanted and retained by the medical facility. The patient was transported to the neuroscience intensive care unit (neuro ICU) and will be sent for physical therapy and rehabilitation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that about thirty minutes after the spinal cord stimulation (scs) implant procedure, the patient experienced left sided paralysis from the hip down and additional pain up to the stomach. The physician indicated that, during the implant, the leads went anterior several times and there was leakage of cerebral spinal fluid. The leads were inserted at the t12 and l1 vertebrae and the tips of the leads were at t7. A magnetic resonance imaging (MRI) scan did not show any notable issues. The physician did not believe the paralysis was device or procedure related. However, all components were explanted and retained by the medical facility. The patient was transported to the neuroscience intensive care unit (neuro ICU) and will be sent for physical therapy and rehabilitation. Additional information was received that the pain the patient experienced resolved in the days following the explant procedure. The physician did not believe the pain was device or procedure related.

Manufacturer narrative:
Correction to initial MDR in block b5. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7078663. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 552669.